Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0sj7r, implanted: (B)(6) 2015, product type: lead. Product ID: neu_pt m_prog, product type: programmer, patient. (B)(4).

Event description:
The patient reported that they had experienced a loss or change of therapy. A week ago the patient felt pain and her symptoms returned so she replaced the batteries in the patient programmer and the pain went away and symptoms went away. Symptoms reported were: pain/ leaking urine. Location of symptoms reported: near the implant . This was considered a sudden change in therapy/symptoms. Event date: (B)(6) 2015. Indications for use were noted as: gastrointestinal/pelvic floor.